Manufacturer narrative:
Date of event was approximated to 04/01/2024 based on the date the manufacturer became aware of the event. Initial reporter state: (B)(6). H4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. H6: imdrf patient code e2114 is being used to capture the reportable event of perforation. Imdrf impact code f12 is being used to capture the reportable event of serious injury.

Event description:
It was reported that, during a flexible ureteroscopy procedure using a navigator access sheath device, a urethral perforation occurred. Boston scientific has been unable to obtain additional information regarding the procedure or patient outcome to date, despite good faith efforts.